Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was currently hospitalized due to a blood glucose level of 300 mg/dl. The customer stated that she had a high blood glucose level all day and went to the emergency room the day before the call. Blood glucose level at the time of the call was not provided. The insulin pump was not replaced or returned for analysis.